Event description:
It was reported that, pt complained of pain in r knee. Dr (B)(6) took sample sent to lab. Lab showed 17,000 white blood cells.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.